Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based on the information below, the reported event may have been caused by improper reprocessing. -from the inspection result of the device, it was confirmed that foreign material had adhered around the forceps elevator and inside the distal end cap, the endoscope cover was discolored, and the control section and distal end cap were dirty. -the instruction manual states that the appropriate brushing method around the forceps elevator and that the endoscope should be dried before storage. -in the past similar cases, the cause was surmised to be improper reprocessing. Since the instruction manual states that the forceps elevator should be inspected before each patient procedure, the user can properly detect the reported event. In addition, it states the brushing method around the forceps elevator and instrument channel outlet, and the storage of the device, allowing the user to reduce / prevent the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The watertightness was lost due to the cutting of the bending section rubber. The adhesive of the bending section rubber was peeled off. The bending section rubber and image guide protector were cut. The insertion tube, scope cover, endoscope connector, and light guide lens were scratched. The instrument channel port was scraped. The control unit was dirty and scratched. The upward, downward, and right angulation did not meet the reference values, due to wear of the angle wire. The play of the up/down angulation control knob and the right/left angulation control knob was out of the standard value due to the wear of the angle wire. There was a white spot in the center of the endoscopic image and a black spot in the corner, due to the damage of the ccd unit. The distal end cap was dirty. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material had adhered to the area around the forceps elevator and the inside of the distal end cap. There was no report of patient injury associated with the event.